Event description:
It was reported that the customer's insulin pump alarmed button error. Customer's blood glucose level was not provided at time of reporting. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly, however, moisture damage was noted on keypad traces.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.